Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitoring the telemetry transmitters (teles) went offline at once. The biomed stated that on (B)(6) 2021 around 1:30 pm the nursing staff noticed that the cns was powered down, and the on call biomed was not provided the reason the cns was shut off, or how it went down and what was the condition of the cns before noticing it was off. The biomed team was notified; and by the time the on call biomed arrived, the cns had been rebooted. The central nurse's station (cns) and a remote network station (rns) monitors telemetry transmitters only. The biomed was told that they "believe" the tele units were in communication loss. However, the biomed was not certain, because when he got to the station the cns was back up and seemed to be working with the exception that the tele units all were in comm loss. Before calling nihon kohden technical support (tech support) for assistance on the comm loss or for the cns being shut down to begin with, the biomed decided to have the hl7 server restarted, so he requested the site's it dept to log into the eg server and reboot the server. After the reboot, the tele units were no longer in comm loss and all appeared normal, so no request for nk support was called in. Nothing else was done to troubleshoot the original issue of the cns being shut off, nor was nihon kohden technical support (tech support) notified before the eg server was restarted. Nihon kohden technical support (tech support) explained to the caller that the biomed should have called nihon kohden support, the customer stated that was the reason he was calling the following day. The manager called and wanted tech support to remote into the system to find out what happed and to discuss ways to prevent this from happening in the future. Tech support explained to the manager that it was not as simple as "just remoting" in, nihon kohden (nk) just cannot and does not just remote into customers systems without first the customer's approval and knowing it will not interfere with patient monitoring. The customer stated that in the future, he will instruct the clinical engineering team to call nk before preforming the steps outlined. The customer requested some information on the issue, so tech support requested the log files be pulled from the cns so that nk could investigate the sequence of events to figure out what caused the cns to go out as well as any other issue that may have happened as a result of the eg server being restarted. The logs were reviewed, for 2 cns logs provided by the customer. It shows that the cns-6801a sn (B)(4) was turned off by a user at 15:58 and the power was turned on at 16:00 on (B)(6) 2021. It also shows that the cns-6801a sn (B)(4) was powered on at 12:03 08/11 and has been running continuously from that date. It was noted to be the logs from sn (B)(4), but that does not match the log file name (cns61789). The customer either provided the incorrect serial number or provided the logs from the incorrect unit. No patient harm was reported. Attempt #1 on 08/18/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not have this information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: on 08/18/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not have this information. Remote network station model: ni. Sn: ni. Telemetry transmitter - 18 units model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitoring the telemetry transmitters (teles) went offline at once. The biomed stated that on (B)(6) 2021 around 1:30 pm the nursing staff noticed that the cns was powered down, and the on call biomed was not provided the reason the cns was shut off, or how it went down and what was the condition of the cns before noticing it was off. The biomed team was notified; and by the time the on call biomed arrived, the cns had been rebooted. The central nurse's station (cns) and a remote network station (rns) monitors telemetry transmitters only. The biomed was told that they "believe" the tele units were in communication loss. However, the biomed was not certain, because when he got to the station the cns was back up and seemed to be working with the exception that the tele units all were in comm loss. Before calling nihon kohden technical support (tech support) for assistance on the comm loss or for the cns being shut down to begin with, the biomed decided to have the hl7 server restarted, so he requested the site's it dept to log into the eg server and reboot the server. After the reboot, the tele units were no longer in comm loss and all appeared normal, so no request for nk support was called in. Nothing else was done to troubleshoot the original issue of the cns being shut off, nor was nihon kohden technical support (tech support) notified before the eg server was restarted. Nihon kohden technical support (tech support) explained to the caller that the biomed should have called nihon kohden support, the customer stated that was the reason he was calling the following day. The manager called and wanted tech support to remote into the system to find out what happed and to discuss ways to prevent this from happening in the future. Tech support explained to the manager that it was not as simple as "just remoting" in, nihon kohden (nk) just cannot and does not just remote into customers systems without first the customer's approval and knowing it will not interfere with patient monitoring. The customer stated that in the future, he will instruct the clinical engineering team to call nk before preforming the steps outlined. The customer requested some information on the issue, so tech support requested the log files be pulled from the cns so that nk could investigate the sequence of events to figure out what caused the cns to go out as well as any other issue that may have happened as a result of the eg server being restarted. The logs were reviewed, for 2 cns logs provided by the customer. It shows that the cns-6801a sn (B)(4) was turned off by a user at 15:58 and the power was turned on at 16:00 on (B)(6) 2021. It also shows that the cns-6801a sn (B)(4) was powered on at 12:03 08/11 and has been running continuously from that date. It was noted to be the logs from sn (B)(4), but that does not match the log file name (cns61789). The customer either provided the incorrect serial number or provided the logs from the incorrect unit. No patient harm was reported.